Event description:
The patient had a 3.0x28mm cypher stent implanted at 6-8 atms in 2007. To conduct post-dilation, the stent delivery system (sds) balloon was inflated at 16-18atms. Then when the physician tried to remove the sds, it would not move. Therefore, he inflated the sds ballon at a low pressure several times and tried to remove the sds, but it still would not move. Since the physician suspected that the sds balloon was stuck at the disal end of the flexed vessel, a maverick balloon was inserted into the distal end of the sds and inflated to remove the sds, but that failed. Then, 2 hydrophilic-coated guide wires were inserted and the buddy wire technique was conducted to use the slip of the coated wires, but is also failed. Then, physician inflated the maverick balloon again, and then inflated the sds balloon at a low pressure. Finally, the sds was removed from the patient although there was large friction. The procedure took for a long time (240min), but the patient was in stable condition. The procedure was successfully finished. There was no reported patient injury. The patient had a target lesion in the de novo, moderately calcified and slightly tortuous distal left anterior descending. The vessel was flexed at the distal end. There was 70% stenosis.

Manufacturer narrative:
Please noted: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolumus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.